Event description:
It was reported the lead had high impedance, >2200 ohoms. High threshold and loss of capture were also reported. It was further reported that the lead apparently fractured. The pace/sense portion of the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.